Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial tsa, patient had a revision for an unknown reason. Image received. No additional information available.

Manufacturer narrative:
H3: as reported, approximately five years post initial tsa, patient had a revision for an unknow reason. Image received. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: health effect - clinical code, medical device problem code, component code, and type of investigation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.